Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The implantable cardioverter defibrillator could not be interrogated using radio frequency telemetry. A device download was performed, after which the telemetry was functioning appropriately. No patient symptoms were reported.